Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain location of infection and patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 3006705815-2020-00288, 3006705815-2020-00289, 1627487-2020-00685, 1627487-2020-00686. It was reported that patient experienced infection at unknown site. As a result, patient underwent surgical intervention on (B)(6) 2020 wherein the entire scs system was explanted. The patient was hospitalized until (B)(6) 2020 and administered IV antibiotics to address the infection.